Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump repeatedly displayed a restart alert associated with an insulin shaft encoder failure, prompting a device replacement and guidance to follow the backup plan per clinician instructions. Symptoms included hyperglycemia with a reported maximum blood glucose of 324 mg/dl over several days, without ketone testing, medical intervention, or acute complications. Outcomes included use of long-acting insulin as backup therapy and continued cgm use. Investigation included review of device history and complaint details, assessment of the reported alarm condition, and coordination for device return and data synchronization guidance. Investigation of this case revealed a malfunction of the insulin delivery mechanism consistent with a shaft encoder failure leading to recurring restart alerts. It was concluded, based on previously established findings for similar reports, that the cause was a device component malfunction related to the insulin delivery encoder.